Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the tissue could not be collected from the second actuation. No error code was displayed. The cable was reset and it was confirmed that the knockout tube was not clogged, but the device did not collect the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.